Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was not returned for evaluation. Based on the available information, the root cause of the issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 67-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced constant suction with the device prompting removal/replacement. There were no issues reported with the replacement pump. No further information or clinical details were provided. There was no reported harm to the patient.